Manufacturer narrative:
Failure analysis noted that the pump had a blank display due to moisture damage on the electronic assembly. The pump had scratched display window, cracked display window corner, cracked battery tube threads and cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump had a blank display. The customer's blood glucose was unknown at the time of incident. The customer's nurse stated that the display was blank and the pump was rested for several days. The battery cap and battery compartment look fine and they inserted new battery but the pump was still blank. They were advised that the insulin pump will need to be replaced. The insulin pump was returned for analysis.